Event description:
Reduced flows noted during product use, which exceeded two days on ECMO support. During the case, and prior to unit change out, the hcp would bend and manipulate the product in an attempt to increase the rate of flow. On day two of ECMO, device change out occurred with minimal blood loss reported and time for change out noted as five minutes. Although the pt expired four days later (day six of ECMO), the surgeon stated the pt death was not related to the reported product problem or to the unit change out during the case.